Event description:
A 8 mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a patient for the treatment of a left iliac artery lesion. The vessel was moderately tortuous with severe calcification and the percentage of the stenosis was unknown. It is unknown if the lesion was pre-dilated. It was reported that the patient was in very poor condition. It was reported that the stent would not cross the lesion and when the physician pulled the sds back to remove from the patient the stent came off the balloon. A balloon was used to crush the stent against the artery wall where it remains. Additional stents were implanted successfully in the left and right iliac arteries. No additional clinical sequelae were reported. The delivery system was not returned to medtronic for evaluation. No further information could be obtained from the user facility.